Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was taking longer to charge and had to charge more frequently. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.